Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon was not able to squeeze the handle and the jaws would not close to get through the trocar. They pulled both the clip applier and the trocar to remove and replaced it to complete the case. There was no patient injury.